Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms. Follow up with the company representative indicated that no intervention has been done and the patient will see their physician. The lead remains in use. No patient complications have been reported as a result of this event.